Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported five false positive results on the alinity m sars-cov-2 assay. All five of the false positive results were tested in the same batch and were all retested on thermofisher, genexpert, and panther procleix with negative results. The customer initially questioned the results when 5 of the 8 samples they were testing were positive. Some patient management impact has been declared by the customer, given that the samples were processed during the night for urgent care patients arriving to the hospital and decisions were taken on the spot to be corrected later if necessary: 1 sample belonged to a baby, whose entire family was sent to quarantine at home. Later they were informed of having a negative result, and quarantine was lifted. 1 sample belonged to a woman requiring caesarean section. Surgical intervention was delayed, as the personnel needed to equip full anti-sars personal protective equipment (ppe), but the delay was minimal, only enough for the medical personnel to put on the ppe. 1 sample belonged to a patient who was reported positive with the initial alinity result, and therefore checked in into the covid section of the hospital. Given the negative result, this patient now is in quarantine in a room inside the covid area, which means the hospital loses 1 available bed, as the patient has to be kept separate from all other patients in the covid section. All patients eventually received the correct negative results. Patient impact is not associated with a death or serious injury. This incident is being reported to FDA because the incident occurred in spain using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the server results log for the questioned run was reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 and the components was performed. The manufacturing packets were obtained and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359. The lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 identified two additional complaints related to the reported issue. Both tickets were independently investigated and did not identify a product deficiency. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 was not identified.